Manufacturer narrative:
Device was used for treatment, not diagnosis. X-ray review. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed due to a broken 130 degree angle blade plate at the base of the plate and a nonunion. The original surgery had a greater trochanter osteotomy and reattachment with two 4.5 cortex screws, the surgeon reported the 3.2 mm drill bit hit the blade and then a 4.5mm cortex screw, possibly weakening the blade. It was reported that on an unknown date, during a follow-up visit, the surgeon confirmed that the plate was broken via x-rays. The surgeon explanted the broken plate and a blade fragment from the femoral head and the four-4.5 mm cortex screws located in the plate (the screws in the greater trochanter remained intact). The surgeon reported during the revision surgery chiseling the bone for the new longer plate was difficult due to hard bone and the new blade plate got stuck several times. The plate was inserted into the femoral head, clamps were applied to the shaft and an articulating tensioning device was applied for compression, four 4.5mm cortex screws were inserted into the new plate to hold the compression. The device will not be returned. An image reading of the x-rays was conducted by a medical director from this manufacturer reported the following: I can confirm that there is a broken blade plate. I cannot comment on the difficulty of removal because there is no evidence of that in the images provided. This is report 1 of 1 for (B)(4).